Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that both reloads were partially fired with the interlock engaged. The jaws were open. Staple pushers of the first reload were visible at the 4cm cut line. Staple pushers of the second reload were visible at the 5cm cut line. Functionally the reloads were loaded into a pmv representative instrument, the interlocks were overridden, and the reloads were applied to test media. All remaining staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record could not be completed as the lot # was not reported. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The information booklet which accompanies each product shipment offers the following as a warning and precaution. ¿4. When using the endo gia reinforced reload with tri-staple technology with the idrive ultra powered handle and endo gia adapter in challenging applications, the firing sequence may stop prematurely. The propensity to stop prematurely may increase if the reload is in the articulated position. If the firing does stop prematurely, release the blue close/fire button, assess the tissue for obstructions and wait approximately 15-30 seconds to allow tissue to compress. After waiting 15-30 seconds, press the close/fire button to continue the firing stroke. The knife blade will stop automatically at the distal end of the reload when the firing stroke is complete.¿ should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The reinforced reload partially fired. The staple line was incomplete at the distal end. The jaws of the device locked on patient tissue but were removed successfully by pressing the blue button on the powered handle. The reinforcement material had to be cut with shears, because half of the reinforcement was on the reload and half was on the patient's tissue. Due to the product problem, surgical time was extended by 45 minutes. Only one of the reinforced reloads partially fired. The staples were not malformed. To complete the procedure, a new reload and a manual handle was used. Patient status is alive, no injury. The patient did not experience any adverse events due to the extension of surgical time.